Event description:
It was reported that the patient received inappropriate atrial therapies due to noise on the atrial lead with a possible fracture. The therapies paced the patient into atrial fibrillation so the therapies had been programmed off. The lead also had high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7122 lead, implanted: (B)(6) 2010. (B)(4).